Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to deformation of up/down knob water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a scratch. Due to clogging of nozzle, water removal ability did not meet the standard value. The up/down knob had a scratch. The forceps elevator knob had a scratch. The forceps elevator lever had a scratch. Adhesive around the light guide lens was peeled. Objective lens had discoloration. Scope connector cover unit had a scratch. The suction connector had a scratch. The protector of the universal cord on the suction connector side had a scratch. Protector of universal cord on control section side had a scratch. Universal cord had a wrinkle. Universal cord had a scratch. Image guide protector had a scratch. Flexibility adjustment ring had a scratch. Grip had a scratch. The suction cover had a scratch. Switch box had a scratch. Suction cylinder was shaved. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. The right/left knob had a scratch. The control unit had a scratch. The control unit had discoloration. Plastic distal end cover had a scratch. Connecting tube had a scratch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had defective air/water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.